Manufacturer narrative:
Initial reporter's address was not provided.

Event description:
The advocate stated they received a control reading of 388mg/dl on the contour next ez, and the meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the control solution for evaluation. New strips, control and meter were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.